Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had replace battery alarm. The customer¿s blood glucose level was 166 mg/dl at the time of the incident. Customer did not receive a low battery alert prior to the replace battery alert. Customer stated it was the second occurrence of the replace battery alarm without low battery alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.